Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient collapsed and was taken to the hospital where the patient¿s spouse was told that the device did not work. Upon review, the physician believed that the patient was in ventricular fibrillation (vf) which was being undersensed by the left bundle branch area pacing (lbbap) lead resulting in withholding of high voltage therapy and possible double counting was also observed. High voltage therapy was eventually provided for one recorded vf episode when detection criteria were met, and therapies were noted to have been successful. It was noted that the patient received an external shock from emergency medical services (ems) at one point and they later died due to cardiac arrest.